Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of an attune tkr due to loosening. Depuy implants removed are listed in impacted products. Reason for loosening is unknown. Primary surgery was done (B)(6) 2018. Attune revision components were implanted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
1. Please verify if the femoral and/or tibial component is loose. Answer: the femur and tibia were both loose. However the femur was very loose and was removed easily. 2. Was the loosening at the bone to cement and/or cement to implant interface. Answer: can¿t say for certain sorry. 3. Can you confirm if depuy cement was used during the primary surgery? If yes, please provide the part and lot numbers of the cement. Quantity of the depuy cement used. Answer: I can¿t say with certainty as I don¿t have that information with me. However, the surgeons preference is to use depuy cmw2 40g x2. I can try and get this information next week. I will make sure to take note of this information at the next revision and not just the implant lot numbers.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.